Event description:
On (B) (6) 2010, pt reported experiencing elevated blood glucose readings since (B) (6) 2010. Pt reported her blood glucose continued to be elevated. Pt stated she changed the insulin cartridge, infusion tubing, infusion adapter and infusion set, but her elevated blood glucose continued. Pt reported her blood glucose readings had been in the upper 400's-500's mg/dl. Pt stated she delivered a bolus of 17.0 units of insulin but her blood glucose remained elevated. Pt reported she switched to her backup infusion device and her blood glucose has come down from 534 mg/dl to 502 mg/dl. Pt reported she had been given something sweet to bring her blood glucose up when she experienced a low blood glucose over the weekend and stated a sticky substance covers the infusion device. Pt stated the residue from whatever she was given now covered the infusion device. Pt reported she removed the insulin cartridge and noticed the inside of the infusion device was sticky as well. Patient stated she could not be certain that it was insulin that spilled inside of the infusion device; all she knew was that the inside of the device was sticky and her blood glucose has been elevated ever since. Pt reported erratic blood glucose readings on (B) (6) 2010 and was assisted with changing her basal rates from 0.8 units per hour to 0.6 units per hour as prescribed by her endocrinologist. Product was replaced and requested return of the suspect product for eval.